Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the mid-rca, the ranger balloon ruptured at 4atm's during the first inflation. Significant resistance was met with advancement of the device across the lesion. The rupture was suspected after noting leakage of contrast media into the vessel distal to the balloon. The physician suspected that the damage occurred with advancement of the device across the lesion. The patient remained asymptomatic with this event. The device was removed and replaced with an adante balloon catheter. The procedure was successfully completed. The facility disposed of the ranger device. Vessel tortuosity was not a contributing factor in the event. The introducer sheath size is unknown. A tgv guidewire was used. An unknown type of inflation device was used. The lesion treated was not an in-stent restenosis. No patient injuries or procedural complications were reported. No other information is available at this time.